Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced an allergic skin reaction under the sensor patch. The sensor was inserted into the abdomen on (B)(6) 2021. Prior to sensor insertion, disinfection spray was applied. The patient went to the hospital on (B)(6) 2021 due to a reaction from a previous sensor which had occurred three days prior. While at the hospital, the sensor for the second reaction was removed as the patient had a rash, pain, itching, burning, redness and blisters. The wound was disinfected, and he was prescribed penestil (presumed to mean fenistil topical antiviral) and prednisolone acis (oral steroid). On (B)(6) he returned to the hospital and the oral steroid dose was changed to 6 mg once a day (initial dose not provided). He was advised to remain for observation of his blood glucose levels however he refused and went home. After returning home he experienced fluctuations in his gblood glucose (bg) and strong irritation and itching in the forearms, legs, back and head. The patient also utilizes an insulin pump and reported that it was hard for him to calculate his insulin dosing because of the side effects of the medication. No additional patient or event information is available.